Event description:
It was reported that the right ventricular (rv) lead exhibited oversensing. The lead was replaced. The patient is a participant in a clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: 419488 lead; 5076-52 lead, implanted unknown. If information is provided in the future, a supplemental report will be issued.